Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 64-year-old male patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that the patient had a chest x-ray and it revealed the impella cp had moved back past the valve to the ascending aorta. Echocardiogram confirmed the position. Fluoroscopy was used to reposition but was unsuccessful. The impella was surgically removed without any problems. No patient harm was reported, and the patient was stable.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the positioning issue could not be determined. The instructions for use for impella cp with smartassist states in use of echocardiography for positioning of the impella catheter section the following: "evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it" added- h6 impact code 4628 in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.